Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "no image" and the event "color bar coming on monitor screen instead of endoscopic image with 150 series scopes" due to faulty of printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found that color bar was coming on the monitor screen instead of endoscopic image due to faulty printed circuit board. Additionally, the color of the image is bad from digital visual interface signal output due to the defective printed circuit board. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had no image coming while connecting the scopes with video cable only color bars are coming. The issue occurred during a diagnostic bronchoscopy. There was no delay and the procedure was completed using a similar device. There were no reports of patient harm.